Event description:
The reporter stated that the device was infusing the incorrect volume. The reporter was unsure if there was any pt injury associated with the event.

Manufacturer narrative:
Device eval: the suspect device was returned and is currently in eval. Once the eval is complete, a follow-up report will be filed.